Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-05500. The report was submitted in error.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was a crack on the right plunger case. The reported primary audible alarm post was evidenced in the event history log (ehl). The error was not reproduced during functional testing. The customer reported product problem was verified based on the ehl findings. The speaker was replaced as a preventative measure to address the reported product fault.

Event description:
It was reported that the medfusion pump produced an alarming primary audible alarm post. No patient injury or complications were reported in relation to this event.